Manufacturer narrative:
Concomitant medical products: u125 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch and lead warning for high impedance. The lead was reprogrammed and remains in use however impedance remains high. No patient complications have been reported as a result of this event.